Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing. The implantable pulse generator (ipg) ex hibited non capture. The lead and ipg remain in use. No patient complications have been reported as a result of this event.